Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device fire? Yes. At what firing? Each firing. Did the device fire? Yes but clips did not close properly. Were the clips formed at the first firing ? Yes. How was the procedure completed? With the clips which fired properly, while those that did not were discarded. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that during a lap band removal/laparoscopic cholecystectomy and intraoperative cholangiography procedure, the first device did not work correctly from the first attempt. The second one was brought to the theatre and at first it worked but then misfired and the doctor closed the clip manually. No delay to the surgery. No adverse consequences to the patient were reported.